Manufacturer narrative:
Product ID: mc1vr01-delsys, serial# (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) device was very difficult to recapture. The delivery system was withdrawn to the right atrium and the leadless ipg device dislodged. The device was pulled back in the atrium by pulling the tether. A second position was achieved. The device remains in use. The delivery system was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.